Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis and a blood glucose reading of 700 mg/dl. The customer stated that she woke up vomiting and had high blood glucose, so her sister took her to the hospital. At the hospital, the customer's doctor found that the reservoir was leaking.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.